Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor error and motor position encoder error alarm. The customer¿s blood glucose was 300 mg/dl at the time of incident. Customer reported that the drive support cap appears normal. Customer reported that the insulin pump had been exposed to magnetic resonance image. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarms.